Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer mentions various blood glucose as 55 mg/dl, 50 mg/dl and 53 mg/dl. Customer stated that they had a colonoscopy as they was not able to have carbohydrates. The customer declined troubleshooting for low blood glucose. The customer did not provide information about symptoms and treatment. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.